Event description:
It was reported that the collimator on the 9800 system closed down and the date and time was missing from images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The date time stamp was turned off. The cpu was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.